Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call insulin delivery issue. The customer's blood glucose was 300mg/dl at the time of incident. It was reported yesterday after lunch time machine was reading levels in the 300s and corrected it with pen. Customer reports event was resolved by changing complete set (inf and res). Trouble shooting was declined as it was past event. Advised sending replacement set. The insulin pump will not be returned for analysis.